Manufacturer narrative:
Submitted: 08/27/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on investigation, the display was noted to be dim and faded.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/13/2014: dim, faded display.